Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the implantation date (d6a) was inadvertently omitted in error; the complete date has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of pd-anticontamination sleeve-(separation, torn) was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support, the anti-contamination sleeve ripped off the connection to the locking mechanism of the impella 5.5. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.